Event description:
The customer confirmed there were no error messages observed. The condition of the patient was not impacted and did not affect the diagnostic or therapeutic outcome of the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to the initial h6 component code the customer confirmed no anti-fog agent to the scope lens and tip on scope is always lubricated with water based jelly. After attaching the distal cover to the scope, the user confirm that the cover was not damaged. The user attach the distal cover to the scope and then pull or twist the cover to make sure it does not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the concerned distal cover was easy to come off the subject scope by the following: the cover was pushed at a tilt when attached to the scope resulted in breakage of the cover at the undetected level by the user, the cover was inadequacy attached to the scope, and/or during the procedure, the cover received stress such as frictional load by being twisted/pushed/pulled in the patient body, or the like. However, the root cause could not be specified. The event can be prevented by following the instructions for use: - operation manual includes the detection way in chapter 4 ¿ 4.1. - operation manual includes the preventive measures in chapter 3 ¿ 3.5. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection revealed a customer sticker at the body control unit, deep scratch at switch 1, dented hold ring, peeled objective lens, tiny chips at the edge of the light guide lens, cracked bending section cover, and minor snakiness of the insertion tube. The device was subsequently repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the distal cover fell off of the evis exera iii duodenovideoscope while withdrawing the scope through the gastric tube inside the patient during an endoscopic retrograde cholangiopancreatography with a percutaneous endoscopic gastrostomy tube change. The distal end cover was retrieved using the duodenovideoscope, and the procedure was completed without delay. The customer further confirmed that the distal cover was torn on the front side under the elevator area. There was no harm or user injury reported due to the event. This is related to patient identifier number (B)(6), which is for the distal end cover.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Correction to h6 component and problem codes. The customer was unable to dedicate time to demonstrating how they attach the distal cover to the endoscope. However, they have never noticed a defect/damage on the distal cover before attaching it. They stated there is no difficulty in the attachment process. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educates all personnel involved with attaching the distal cover before or during the procedure. They do not ask the personnel who attaches the distal cover to follow the instruction manual, but provides user guide after training. Implemented a new workflow that doctors inspect the distal cover before their ercp cases. Notifies staff to always check the distal cover is still on right after scoping out. Furthermore, it was confirmed by the facility the distal cover is stored in multiple storage rooms. They receive distal cover without the box and it is stored in the trolley. The trolley is brought to operating room and the distal cover is picked up from the trolley and attached to the endoscope. They are using omnibloc from gi supply inc.